Event description:
A customer reported that the screen on their pump was broken, rendering it nonfunctional. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent.